Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced.

Event description:
New information notes: it was reported that the lead exhibited high pacing threshold.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.